Event description:
A pt reportedly received a corneal burn during a phacoemulsification procedure. Ther wound site required unplanned sutures. The dr indicated that there was no irrigation. The pt will be rescheduled for a secondary surgery in order to implant the iol once the wound has healed. The pt is expected to recover fully.